Event description:
The intralase fs laser was used to create corneal flap for lasik surgery. One day postoperatively the pt presented with grade 3 diffuse lamellar keratitis (dlk) on the right (od) eye. Doctor performed a flap lift and rinse and prescribed topical steroids. The pt's pre-operative bscva was 20/20 and post-operative ucva is 20/25. This is a co-managed pt and most recent bcva reading is not available, however, co-managed doctor stated pt's right eye is fine. The association between the event and the device is unknown.

Manufacturer narrative:
On 10/23/06 - 10/26/06, an intralase clinical application specialist (cas) provided surgery support, found system met specifications, but optimized settings to doctor's preference and stressed the use of steroid drops postoperatively. Cas verified laser system met specifications upon departure. Per cas, doctor reported no dlk on cases performed during surgery support. Additionally, an intralase field service engineer (fse) visited the site on 10/30/06, evaluated the device and found it to be within specification upon departure.